Event description:
It was reported to philips that the live image was not appearing on the flex vision monitor when the wired footswitch was pressed. The system was in clinical use when the issue occurred. There was no harm to user or patient was reported to philips. Philips has started an investigation of this complaint.